Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2367 alarm during drain 1 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient(hp) to clear the alarm. The tsr advised the hp to reset up again with new supplies. The home patient(hp) was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint of a system error 2367 was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).the sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.